Event description:
Customer reported the y-site port breaking and entering into the lumen of the set. There was no patient/nurse harm or medical intervention required. No further patient or event information is available.

Manufacturer narrative:
(B)(4). Unable to determine the cause of the customer's report that the y-site port broke. The customer stated the set has been discarded and is not available for failure investigation.